Manufacturer narrative:
H3 other text: remote support provided.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device therapy delivery test failed. Based on the information available, the cause of reported issue is due to the defective assy therapy. No further evaluation is required. Device is working fine as per manufacturer's specifications after replacement of defective assy therapy. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.